Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae-folds/wrinkles on the right eye (od) at 1day post op exam. The patient's comment was that vision on right eye was blurry and not awesome. The flap was lifted at one day post op to smooth out wrinkles and resolve striae reported. Bcva from (B)(6) 2015: right eye pre-op 20/15 -4.75 x -1.50 x 0; left eye pre-op 20/15 -4.75 x -2.50 x 5. Post-op bcva from (B)(6) 2015: bcva od: 20/40; bcva os: 20/15.